Event description:
It was reported that during a surgical procedure a fiber tip broke off into the patient and the site was not able to retrieve the tip. The patient outcome was reported as: "ok." No additional information provided.